Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and unexpected restart alarm. The customer¿s blood glucose was 8.0 mmol/l at the time of incident. Customer stated that the insulin pump buttons were stuck. Customer also reported that the insulin pump had a recurring unexpected restart alarm even after multiple battery changes. Customer stated that the insulin pump shut off and no significant events leading to the insulin pump issues were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no unexpected battery power loss, unexpected restart error alarm and blank display noted.